Event description:
Lavh in progress. Dr inserted stapler with loading unit. Placed and approximated jaws. Fired - tissue cut but not stapled. Stapler withdrawn and loading unit remained in abdomen. Unsuccessful attempts made to remove unit. Vaginal hysterectomy performed. Unit removed from abdomen.